Manufacturer narrative:
This report is submitted on april 6, 2020.

Event description:
Per the clinic, the patient developed an (B)(6) infection at the implant site. Treatment for the infection was not reported.

Manufacturer narrative:
It has now been reported that IV and topical antibiotics for the infection. The patient continues to have issues with swelling and pain. This report is submitted on may 5, 2020.